Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 6 bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "fm in gel x6. Damaged tube x4. Dirty tube x1."

Event description:
It was reported that 6 bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "fm in gel: x6. Damaged tube: x4. Dirty tube: x1".

Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in/on gel (burnt silica) and damaged tube/lipout with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.